Manufacturer narrative:
F10: health effect - impact code - code f08 was inadvertently not included in initial MDR.

Event description:
The patient&#39;s device was checked back in (B)(6) 2021 and the battery life was okay and their settings were as expected and the device was not turned off.

Event description:
The patient noted to be experiencing increased seizures and was admitted to the hospital. It is believed by the patient's family that the vns generator is functioning properly. No additional relevant information has been received.